Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection was performed with an issue of damaged main body noted. Clamp functional testing was performed with no issues noted to the reported condition. Underwater pressure leak testing was performed and a leak was observed. The reported issue of damaged (broken mainbody) was verified, but a cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue part of a transfer set twist clamp was deteriorated. It was stated that the plastic coating was removed. No cleaning solution used, but the nurse would use anti-adhesive solution at times. There was no patient injury or medical intervention associated with this event. No additional information is available.